Manufacturer narrative:
Medical safety reviewed the event. The patient experienced arrhythmic events and thrombocytopenia while on bipella support. When turning the patient ventricular tachycardia was experienced and the following morning experienced a run of ventricular tachycardia. Comfort care was discussed. Day nine, the patient is only on right-sided support and noted with cholecystitis and liver fluid buildup; both linked to gallstones. The following day of the support, an unexpected automated impella controller (aic) shutdown occurred; support interrupted. The team was advised against exchanging the aic due to the concern that the pump would not restart. Impella rp flex support continued. Seven days later, the patient expired on support despite all efforts. The patient was maxed on vent and chemical support. There is not enough evidence to exclude the impella rp flex and the aic as an associated factor to the demise outcome. However, the aic is highly unlikely associated with the outcome due to the amount of days post event and no report or indication of acute hemodynamic compromise at the time of the aic malfunction. In this case, the patient underlying condition likely contributed most to an outcome of death. Note: events involving the impella cp is reportable as a serious injury type of reportable event. Correction(s): after review of the case by the medical safety, it was determined the impella rp flex is a death injury type of reportable event. B2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect- impact code) have been updated, corrected accordingly. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. Investigation summary: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the pump passed all the post sterile inspection checks. Regarding arrhythmia, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Regarding thrombocytopenia/ inflammation, the cause of the injury was not determined due to insufficient clinical details. H6 investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
Corrected data: d4 catalog and serial numbers updated/corrected.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a bipella patient encountered ventricular tachycardia (vt), developed willebrand syndrome, cholecystitis and liver fluid buildup during impella rp flex support. The patient encountered vt when they were turned and a second run of vt the following day. Additionally, the care team believed that the impella caused the patient to develop von willebrand syndrome. Moreover, a liver ultrasound showed fluid around the liver, blockage in the portal duct, and bilirubin levels that kept climbing. Cholecystitis was also found. No other impella related alarms were noted. No anticoagulation was given. No further information was noted, and the patient finished impella rp flex support after 17 days. Additionally, the bipella patient ultimately expired and the death will be associated with impella cp pump with serial number (B)(6). This complaint involves three impella devices: impella cp pump with serial number (B)(6). Automated impella controller with serial number (B)(6). This report specifically addresses the impella rp flex with serial number (B)(6), which is the subject of this report. Separate reports will be submitted for the other devices associated with this complaint.